Event description:
Within twelve hours of treatment with bovine collagen, the pt experienced bruising and redness at the treatment site. The signs and symptoms have progressed to erythema, blanching and drainage. The physician prescribed keflex for the signs and symptoms.